Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed a possible infection at the ipg incision site. The patient was treated with antibiotics and was sent to the wound clinic by the physician. Reportedly, no intervention has been planned at this time.